Manufacturer narrative:
Customer report of particulate was confirmed. As received, the tricentrix holder remained attached to the valve and was removed for evaluation. Multiple fiber-like particulates were observed on the inflow aspect of all three leaflets. The larger particulate was on leaflet 3, was black in color and measured approximately 1mm. Post decontamination, the valve was rinsed two times using saline solution as instructed per IFU. The particulates remained attached to the leaflets post clinical rinse. Suture holes were not visible on the sewing ring. X-ray demonstrated wireform intact. The larger particulate seen on leaflet 3 will be sent to chemistry for identification.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The valve was sent chemistry for identification. Ir spectrum testing of the unknown particulate was performed and showed similar absorption characteristics when comparing to cellulose like material.

Manufacturer narrative:
The device was not returned to edwards for evaluation. It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during a valve washing, it was noted the presence of a hair in one of the valve leaflets. The hair was suspected to be a human hair. It was short/small but clearly visible. The hair did not detached from the valve during the washes. The valve was not implanted.